Event description:
Communication from (B)(6) registered nurse, staff rph at (B)(6) hospital, who advised patient is currently. (B)(6) advised per the notes in the chart, patient arrived to the emergency department today {(B)(6) 2024) due to "IV access line fell out, patient not in distress." Unknown if md aware. No further info/details or dates available. Reported to (B)(6) by health professional.